Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/12/2023, it was reported by a sales representative via sems that an ar-8655g-01 indicator snapped. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the indicator tip was broken. It broke where the pin passes to hold the indicator and indicator tip. The broken piece and pin were not returned for investigation. The anodize failed on some parts of the indicator. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.